Event description:
Inaccurate results were reported from cardiac enzyme lab tests. The level reported were both false positive and false negatives. Upon review of the device, reporter has determined that the wash lines of the instrument are getting clogged. Reporter will be replacing this piece of equipment.